Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the merlin programmer exhibited diagnostics anomaly. No intervention was performed. The patient would continue to be monitored.

Manufacturer narrative:
Initial reporter's first and last name should have been reported on the initial MDR. Previously reported health professional "no" was incorrect. The correct health professional is "yes". The previously reported occupation "other" was incorrect. The correct occupation is "nurse". On the initial MDR report source should have included health professional.